Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were air bubbles coming from the cartridge and into the tubing. The customer's blood glucose level ranged from 110 mg/dl to 120 mg/dl. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.